Event description:
It was reported that a patient experiencing dyspnea presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited loss of capture and loss of sensing; lead dislodgement was suspected. During lead revision, it was noted that the lead was not sutured down. A sudden increase in lead impedance was observed. The physician elected to explant and replace the lead. The procedure was successfully concluded and the patient was doing well.

Manufacturer narrative:
(B)(4).